Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had experienced low blood glucose level. Customer's blood glucose was 40 mg/dl. Customer's current blood glucose level was 59 mg/dl. Customer treated low blood glucose level with food. Customer reported sweating, weakness and fatigue as symptoms of low blood glucose event. Customer alleged that the insulin pump was over delivering insulin because it was giving insulin flow blocked alarm still customer was getting low blood glucose level for 2 hours. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. Customer was assisted with troubleshooting. The insulin pump and reservoir will not be returned for analysis.